Event description:
The nanocross balloon was inflated, then deflated by the physician. As the physician pulled the balloon back, the tip separated from the catheter while trying to go through the sheath. The balloon tip ended up in the popliteal and needed to be snared. The piece was successfully removed with a snare, no surgical intervention was required. No patient injury reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.